Manufacturer narrative:
The sample tube was centrifuged at the offsite clinic and was not re-centrifuged before testing. Initial result and first rerun were from the original sample tube. For the second rerun, sample was aliquoted into a sample cup before rerunning. Per the customer, qc is recovering within established ranges. A system check run after the event passed all specifications. A field service engineer (fse) was dispatched on (B)(6) 2010. The fse noted that the customer had an issue with a clotted sample prior to arrival for hardware verification. Customer had replaced aspirate probes. The fse reviewed instrument and found no obvious hardware problems. The fse ran high sensitivity (hs) system check and qc which passed. The fse noted that preventative maintenance (pm) was performed within the last 60 days. The customer stated that it is believed that the troponin result was due to a "sample issue". Although no clear root cause could be definitively determined, pre-analytical sample handling is the suspected root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result, in the risk stratification range, for one patient that was generated by the unicel® dxc 600i access® immunoassay system. Upon repeat, the result was in the normal reference range and an amended report was issued. Patient treatment was not affected in this event as the result was corrected before the physician had reviewed the original erroneous result.